Manufacturer narrative:
The complainant was unable to report the serial number; therefore the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to a spyscope ds ii and a spyglass ds controller that were used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii was used with a spyglass ds controller during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the bile duct on (B)(6) 2020. According to the complainant, during the procedure, the image of the spyscope ds ii was lost approximately 10 minutes into the procedure. Reportedly, the image was lost when the scope was advanced into the bile duct. The spyscope ds ii was reconnected to the controller; however, the issue was not resolved. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.